Manufacturer narrative:
(B)(4). Analysis: the product has not been returned to MFR for analysis. Without product return, review is limited. The user indicated that pt pump records will not be released to medtronic for review. Review of the device history records show the device met mfg specs for product released to distribution. Event info shows the unit was inspected by the hcp at change-out with no blood clots or other abnormalities noted. The pt was off bypass for approx 8-10 minutes during device change-out with no significant blood loss or other consequence reported for the pt. Conclusion: no pt event. The product has not been received for analysis; an exact cause is unk for the reported product problem.

Event description:
Info received indicates the unit was noisy during the case. After approx 10-15 minutes on bypass the low flow alarm sounded and the product was changed-out. The procedure was completed with no pt complication reported.